Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.620.061, synthes lot # h669807-17, supplier lot # h669807-17, release to warehouse date: 20 nov 2018, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the t-handle w/ratchet-wrench (p/n: 03.620.061, lot #: h669807-17) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: torque test were performed at 3pl facility (within jnj control). The low torque was measured to be not within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed ratcheting and torque limiting handle, 10 n*m synthes loaner set product specific inspection and verification instructions. Complaint confirmed? Yes, the device received failed low during torque test. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the t-handle w/ratchet-wrench (p/n: 03.620.061, lot #: h669807-17). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, during the instrument inspection, it was found that the loan set failed the torque test. There was no procedure and patient involvements are reported. This complaint involves one (1) device. This report is for (1) t-handle w/ratchet-wrench. This report is 1 of 1 for (B)(4).